Event description:
The 34 inch reprocessed stryker tourniquet cuff was placed on patient's thigh prior to a total knee arthroplasty. Just prior to cementing implants, the tourniquet failed to work making the cementing process difficult. After case, tourniquet examined and tested and found to be leaking at elbow where tubing enters cuff.